Event description:
The device was disabled after the high impedance was seen previously. The patient's generator and lead were explanted. No re-implantation was done at the time as the patient's family wanted the patient to heal first. It was noted that pin reinsertion was not attempted during surgery. It was observed that the lead was broken in multiple locations. No further relevant information has been received to date.

Manufacturer narrative:
B5. Corrected information, initial report: inadvertently did not report that the device had been disabled

Event description:
It was reported in (B)(6) 2021 that high lead impedance was seen on the patient's device. The patient's generator was replaced in (B)(6) 2021. There was reportedly no trauma or manipulation to the lead. A review of device history records showed that both the lead and generator both passed quality control inspection prior to distribution. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.